Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up when intermittent undersensing of r waves was observed. The device was reprogrammed. There were no patient issues.